Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was moved to a new location. The patient was doing well postoperatively. No device malfunction was suspected.